Event description:
It was reported to boston scientific corporation that a wallflex fully covered esophageal stent was implanted by a dr at medical center in 2009 to treat a malignant stricture. Following the implant procedure, dr determined that there was no malignancy and decided to remove the stent (observation date unknown). However, this attempt was unsuccessful. Dr then referred the patient to another dr (complaint reporter) at the hospital. Dr(reporter) attempted to remove the stent the following month. During this attempt, dr(reporter) noted that the stent's green retention suture had been broken during first dr's previous attempt to remove the stent. After some difficulty, dr(reporter) was able to remove the stent with forceps (manufacturer unknown). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
(Stent suture broke). The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.